Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: no flow after manta deployed, 1 balloon inflation and flow restored, but a possible dissection was present. Physician decided to place covered stent. Multiple sheath exchanges, with very difficult sheath exchanges, difficulty placing valve.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, an 18f manta was planned for closure following a tavr procedure. Ultrasound was not utilized for initial access. The vasculature was 8mm with mild to moderate calcification, and deployment depth measurement of 5.5 + 1. The tavr encountered tremendously difficult sheath exchanges, predil thru 22f sheath. The initial valve did not deploy and a different valve was needed encountering numerous difficulties in placing. Following manta deployment, no flow was present beyond the manta. Balloon inflation was applied, and flow restored; however, a possible dissection was present, and the surgeon opted to place a covered stent. Dissections are a common large bore procedure complication. Therefore, it can not be determined if the dissection occurred prior to the sheath exchanges or during the manta deployment. There appears to be no product quality issue with respect to manufacturing, documentation, or labeling. The IFU was reviewed and confirmed to list the safety and effectiveness of the manta device has not been established in the following patient populations: patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The following potential adverse events related to the deployment of vascular closure devices have been identified: ischemia of the leg or stenosis of the femoral artery. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: vessel laceration or trauma. Procedure requirements: arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery.